Event description:
It was reported that a pericardial effusion occurred. A watchman access system (was) anterior curve was positioned and a 24 mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. The first closure device was deployed and fully recaptured. During advancement of the second closure device, the was moved in the laa and a pericardial effusion was noted. Patients blood pressure dropped and a cardiac tamponade was noted. A pericardiocentesis was performed to successfully resolve the effusion and stabilize the patient. The second device was never deployed. No further complications were reported. Patient is stable and has been discharged.